Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had an MRI scan, which was related to a brain tumor, last thursday and the caller stated the patient had had several MRI's on the same machine prior without incident. During the most recent scan the patient experienced warmth and burning in the vaginal area which caused the MRI tech to abort the scan. The caller wanted to have a manufacturer representative (rep) come out to interrogate with the patient's device. The caller was to follow up with the managing hcp and refer the patient there to have the device checked and impedances run.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.